Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to cubie failure. A field service engineer successfully reinserted the cubie and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system cubies were not opening. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.